Event description:
Webb, m., luo, a., al saiegh, f., birnbaum, l., gragnaniello, c., mascitelli, j. R. (2024). Management of a fractured microc atheter during middle meningeal artery embolization. Journal of neurointerventional surgery, 16(12), 1214. Https://doi.org/10.1136/jnis-2024-022279. Medtronic review of the literature article found a case report of a patient who underwent onyx embolization for chronic subdural hematomas. Multiple manufacturer¿s devices were implanted in the study procedure. The following medtronic device was used: onyx. During the procedure, the non-medtronic catheter became entrapped in the onyx cast. On attempted removal, the microcatheter fractured, resulting in a retained fragment extending from the middle meningeal artery cast to the guide catheter in the common carotid artery. To retrieve the fractured microcatheter, a stent retriever was deployed and resheathed multiple times ultimately successfully retrieving the microcatheter. Final angiography demonstrated no further catheter fragments, vessel damage, extravasation, flow limitation, or thromboembolic complications. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3: reported date is the date of initial article publication. G4: PMA code is missing because the onyx model and lot was not specified in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.